Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This record was reviewed by the pms clinical expert due to the patient's attorney reporting allegations of kidney disease/toxicity and lung disease. No other clinical information or medical interventions were reported. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Also, thus far testing of the sound abatement foam has shown no evidence to suggest any potential exposure to foam vocs/particulates would result in any serious harm or death. Based on available information available at this time, the alleged harms are assessed as unrelated. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This record was reviewed by the pms clinical expert due to the patient's attorney reporting allegations of kidney disease/toxicity and lung disease and death. No other clinical information or medical interventions were reported. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Also, thus far testing of the sound abatement foam has shown no evidence to suggest any potential exposure to foam vocs/particulates would result in any serious harm or death. Based on available information available at this time, the alleged harms are assessed as unrelated. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes. The ventilator passed the posttest¿s applicable test steps on the trilogy multifunction test station. No particles were found on the inside of the air flow path on the device. Pil has determined that the flow sensor (mt5) on the sensor board is out-of-tolerance at higher flows and is indicative to contamination of the flow sensor. This failure has been investigated and identified, referring to the engineering analysis on sensor failures in ER (B)(4). The out-of-tolerance higher positive flows of the flow sensor would not be the cause of any of the allegations in the complaints.